Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence however, recurrence and adhesion are a known inherent risk of hernia repair surgery and identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2014, the patient underwent surgery for repair of an epigastric hernia. As reported, a bard/davol ventralex hernia patch mesh was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015, the patient underwent an additional surgery to repair the hernia defect and remove the old mesh which had eroded into the small bowel. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence however, recurrence and adhesion are a known inherent risk of hernia repair surgery and identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of ventralex mesh, patient was diagnosed with bowel perforation, mesh eroded into bowel, bacterial infection, hemorrhage, fibrosis and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists erosion and infection as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patients attorney that on (B)(6) 2014, the patient underwent surgery for repair of an epigastric hernia. As reported, a bard/davol ventralex hernia patch mesh was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015, the patient underwent an additional surgery to repair the hernia defect and remove the old mesh which had eroded into the small bowel. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with recurrence epigastric hernia just superior to previous umbilical herniorrhaphy thereby underwent open repair with the implant of ventralex mesh. (B)(6) 2014 - patient visited hospital with wound infection thereby provided antibiotics. (B)(6) 2014 - patient frequently visited hospital due to moderate amount of drainage from the umbilical wound, pain thereby underwent wound care, packaging and dressing of wound. (B)(6) 2015 - patient had small bowel perforation with mesh erosion into bowel thereby underwent repair with the removal of mesh. Note, provided implant and explant operative notes were not clear and legible. Attorney alleges that the patient had hernia recurrence, infection, severe inflammation reaction on sinus tract, bowel perforation, bowel removal, hemorrhage, abscess, adhesions, fistulae, pain and mesh eroded into small bowel.